Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report.upon further review, olympus has determined the reported complaint of "lens is scratched and looks blurry" is a non-reportable defect.

Event description:
Olympus (omsc) was informed that the customer oes elite, high definition autoclavable telescope ¿lens is scratched and looks blurry.¿ the customer reported issue was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.